Event description:
The patient reportedly experienced an overly loud stimulation followed by pain at the implant site. The external equipment was exchanged and programming changes were made. The problem was not resolved. Additional testing showed that the device lock could not be obtained. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.